Manufacturer narrative:
(B)(4) the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a shoulder revision to address unknown reasons. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon receipt of information and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.